Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using five (5) bd vacutainer® push button blood collection set, the collectors noticed cracks at the end of the tubing, causing blood to leak out through the crack. No patient or user impact reported.

Event description:
It was reported that while using five (5) bd vacutainer® push button blood collection set, the collectors noticed cracks at the end of the tubing, causing blood to leak out through the crack. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked female luer adapter was observed, however, leakage could not be identified from the photo. Additionally, 10 (ten) retention samples from bd inventory were evaluated by both visual examination and functional testing and the issue of cracked adapter and leakage were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked female luer adapter, and unconfirmed for leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.